Event description:
Ro 1179247 ? It was reported that the device was not heating up/not reaching temp. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. We received device in with a damaged case and scrap up line cord. A functional test was performed. The device heated up and reached the temperature as intended. No fault found. Replaced damaged case and line cord. Performed pm/calibration. Device passed all electrical and functional test. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.